Manufacturer narrative:
The manufacturing record review was performed. There is no associated deviation or non-conformity reports found in the manufacturing record review (mrr) related to the complaint type. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) the intraocular lens remains implanted. (B)(6) (B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that during the implantation process, the intraocular lens (iol), model pcb00, that the open distal loop was in an advanced position at the moment of the insertion and slightly out of its cartridge. For this reason, the physician was constrained to more complicated proceedings. The proximal loop was twisted with a final opening in the direction of the endothelium. Additionally, some lenses were crumpled and some inserters were locked. The physician found more difficulties and more accurate placement of the lens. These are all operations different from the routine that made the physician unsatisfied. There were (4) patients involved, but there was no patient injury. In follow-up, it was reported that the problem was about the injector not about the lens. The patient had no injury at all. The injectors did not work right but in the end the lenses were okay. A few minutes delay in surgery was reported. About 5 minutes for the inserters to be locked, about 3/4 minute for re-loading lenses after opening, about 2/3 minute for the placement of the lens. During the injection of the lens, the screw of the disposable pcb00 itec system did not work. It happened at the beginning and after a couple of twists of the screw. The screw was blocked as the lens was not properly positioned inside the injector. It was necessary to push the injector&#62688;piston with force in order to get the lens out from the injector onto the sterile table, which resulted in losing a lot of time during the surgery. Reportedly, during the implantation, the physician can see if the lens was correctly positioned when ejecting the lens out from the injector. The physician exited the injector out from the patient's eye and pushed out the lens on a sterile table. The nurse waited for the lens to naturally open itself again and then the nurse took the lens and re-loaded it into the multi-use injector, a (B)(4) platinum series injector, using the disposable 1mtec30 platinum series cartridge. The physician then implanted the iol into the patient's eye. It was additionally noted that the patient required an incision enlargement. Note: a separate medwatch report is being submitted for each eye/patient.